Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implantation, high pacing impedance was found on the right ventricular (rv) lead during fixation. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.